Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant, following a successful lead device connection and pocket closure, electrogram noise was exhibited. The physician elected to reopen the pocket to ensure a tight/secure connection had been achieved. The connection appeared appropriate however the noise persisted. A call was placed to the technical representative who suggested it was likely air entrapment post implant and would self resolve. The procedure was completed in absence of any adverse patient effects.